Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the pump was moved due to irritation on the patient¿s right side. It was further reported there were no issues with the system and the patient kept ¿bumping¿ her pump on things. The pump was being used to deliver morphine. Additional information received reported there were no issues during the revision and the patient was receiving effective therapy with her pain pump. It was unknown when the patient started complaining about the location of her pain pump. It was also reported the patient told the manufacturer representative before surgery that she wanted it on her other side because she would bump it on things. A follow-up report will be sent if additional information becomes available.